Manufacturer narrative:
Block h6 (device codes): problem code 2907 captures the reportable event of internal bolster detached. Block h10: a visual examination of the returned device revealed that molded internal bolster detached from the tube. Remnants of the internal bolster remain attached to the tube indicating the components were joined prior the separation. Additionally, the internal bolster detached section did not present any visual damage. The complaint was consistent with the reported event of internal bolster detached. It is most likely that procedural factors encountered while the tube was removed from the patient could have affected the device performance and its integrity. Probably the molded internal bolster was detached due to user technique, patient anatomy or other procedural factors, also force applied to remove the gastrostomy tube could have contributed with the event. Based on the information available and the analysis performed the investigation conclusion code for the complaint event will be documented as adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution. A labeling review was performed and no anomalies were found.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was placed on (B)(6) 2019. According to the complainant, on (B)(6) 2020, the securi-t percutaneous replacement gastrostomy tube when it was being removed the bolster detached. Reportedly, the detached portion was retrieved. A new securi-t percutaneous replacement gastrostomy tube was placed. There were no reported patient complications as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was placed on (B)(6) 2019. According to the complainant, on (B)(6) 2020, the securi-t percutaneous replacement gastrostomy tube when it was being removed the bolster detached. Reportedly, the detached portion was retrieved. A new securi-t percutaneous replacement gastrostomy tube was placed. There were no reported patient complications as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.